Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Update rec¿d 12/11/14 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, clicking noise, limitation of motion, and swelling. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. This complaint is legal. Pfs alleges groin pain, limp, increased metal ions, and numbness. After review of the medical records for MDR reportability, the revision operative note indicated metal debris and increased metal ions (no lab results given).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear/metallosis and elevated metal ions.